Manufacturer narrative:
Corrosion and worn bearings were identified as the probable cause of the device overheating. Worn bearings and corrosion can cause increased heat production due to increased friction between the moving components.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.